Event description:
It was reported that during initial activation in september 2006, a short circuit was revealed on channels 4 and 5. At the most recent f/u (5 months post-op), channel 6 was also seen to have a short circuit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.